Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident is unknown. The caller also mentioned that a rubber ring within the reservoir compartment had fallen off. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was returned for power loss alarm. The low battery and power error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then power alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window and keypad overlay.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.